Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse removed the console cover and observed broken pressure regulator muffler, replaced the same, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). Patient height: 175cm. An additional customer contact was provided: (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was making noise and could have a leak inside. A loud hissing sound was heard with no reported alarms or messages and the iabp unit did not stop pumping. The end user removed and replaced the iabp unit. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.